Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, on day 152 post insertion. The sensor was requested and received for further investigation, and upon receipt, it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The sensor was tested in-house for its functional performance; however, the test result was inconclusive due to the missing hydrogel. Based on review of the sensor in vivo data, the sensor performance steadily declined, and when it reached its threshold to retire the sensor, the system correctly disabled the sensor and the system's self-test functions were working normally. The root cause of the performance failure is most likely due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report is updated to 27 september 2024. D9. Is this device available for evaluation? Yes, 15 august 2024. G3. Date received by manufacturer updated to 23 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On july 2, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.